Manufacturer narrative:
The insulin pump was received with a cracked battery tube thread, reservoir tube lip completely broken off, missing end cap sticker and missing reservoirtube lip o-ring noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
The customer reported via telephone call that the reservoir compartment was broken, causing the reservoir to slide out. She did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.